Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number reyh0367 and issue to date. Visual/microscopic inspection: the sample was returned. The stylet and cannula were both in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the sample. Functional/performance evaluation: the sample was functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. The rotational knob was turned once more and the stylet retracted as expected. The device was able to be fully primed with no issues and the arrow was visible in the ready window. The device fired properly and did not self activate. The device was further tested by cocking and firing the device 10 times into an apple. The device fired properly and all samples were obtained with no self activation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is unconfirmed for self-activation, as the returned device worked properly under laboratory conditions and the reported problem could not be recreated. Based upon the available information, the definitive root cause for this event is unknown. It is unknown whether procedural factors contributed to the event. Labeling review: the current monopty disposable core biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during a kidney biopsy, on the third tissue sample, attempt, the device fired on its own into an unintended location. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/ reporter was unable or unwilling to provide any further patient, product or procedural details to bard.